Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 8th and 9th distal stent wraps with struts raised and bunched. There was a kink on the distal shaft; 11.9cm proximal to the distal tip. Deformation was evident to the distal tip. Cine images review: the images capture a lesion site in the left coronary vessels. An unidentified stent is deployed at the lesion site. The images do not capture the attempted delivery, subsequent deformation and withdrawal of the resolute integrity 3.0x26mm stent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a severely calcified, moderately tortuous lesion with 80% stenosis situated distally in the lad . There are no abnormalities reported in relation to anatomy. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The physician noted that the stent did not cross the lesion so the device was pulled back. It was then noted that the stent struts were damaged. The case was completed with a new mdt stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury.